Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.5-p001 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reports that during a flight from the united kingdom to lebanon, the 2-year-old patient experienced a hypoglycemic episode followed by a seizure. The mother reports the patient's heart stopped. As a result, the aircraft was forced to make an unscheduled landing in frankfurt, germany. The patient was taken by ambulance to frankfurt university hospital. The patient was given fluids (unknown) in the ambulance. Once at the hospital the patient was given ECG, eec and blood work tests due to the suspected issue with the patient's heart. The diagnosis was low blood glucose levels. The child was released after 3 days from the hospital and travelled back to the UK by plane. The mother cannot recall exact information on treatment and there was a language barrier. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
The physical device was not returned. Cloud data was reviewed for the period of 13sep2025-16sep2025. Review of the patient history buffer (phb) data found that the pod was paired with a sensor and consistently received valid estimated glucose values from the sensor. The automated algorithm appropriately adjusted automated basal insulin delivery based on the estimated glucose values received from the sensor. No instances of the automated algorithm delivering automated basal while estimated glucose values were below 60 mg/dl were observed. No evidence of an overdelivery of insulin or of any issues with the automated algorithm was observed in the available cloud data. The investigation confirmed that the omnipod 5 system responded correctly to the sensor values received. However, it could not be conclusively determined if the paired sensor was correctly reading the user's glucose levels or if the sensor was correctly transmitting the information to the pod.

Manufacturer narrative:
Correction to medical device problem code, health effect code, component codes in h6, b1, b2, and b5 event description.

Event description:
The patient's mother reports that during a flight from the united kingdom to lebanon, the (B)(6) patient experienced a hypoglycemic episode followed by a seizure while wearing a pod. The mother reports the patient's heart stopped. As a result, the aircraft was forced to make an unscheduled landing in frankfurt, germany. The patient was taken by ambulance to frankfurt university hospital. The patient was given fluids (unknown) in the ambulance. Once at the hospital the patient was given ECG, eec and blood work tests due to the suspected issue with the patient's heart. The diagnosis was low blood glucose levels. It was reported that the the patient's heart stopped because of hypoglycemia during the flight, due to incorrect readings from a faulty sensor. The child was released after 3 days from the hospital and travelled back to the UK by plane. The mother cannot recall exact information on treatment and there was a language barrier.